Manufacturer narrative:
Common device name: flow cytometric reagents and access. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facslyric¿ that htere was a carryover issue involving samples. The following information was provided by the initial reporter: customer sees carryover issue when running sample.

Event description:
It was reported that while using the bd facslyric¿ that htere was a carryover issue involving samples. The following information was provided by the initial reporter: customer sees carryover issue when running sample.

Manufacturer narrative:
This supplemental MDR is made to cancel out report 2916837-2023-00018, it is a duplicate report. It is a duplicate to MDR MFR report #: 2916837-2023-00016 h3 other text : see h.10.